Manufacturer narrative:
Qn#(B)(4). The actual sample was returned for evaluation. A visual exam was performed and it was observed that there were stains on the device, indicating it could have been used. It was also observed that the tube was bent. No other defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuffs were able to maintain pressure at 25mbar. A device history record review was performed and no relevant findings were identified. The complaint of leakage could not be confirmed. There were no issues found, and both cuffs could inflate normally.

Event description:
Reported issue: the doctor found cuff leakage when doing clinical setting before using on the patient. It was changed to a new one, no impact on patient.

Event description:
Reported issue: the doctor found cuff leakage when doing clinical setting before using on the patient. It was changed to a new one, no impact on patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.